Manufacturer narrative:
One suturefix ultra ahr s was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the fork has broken off. The broken portion of the fork is bent in multiple directions. Removal of the trigger assembly confirmed the fork shaft is bent at the break area. The break area shows signs of plastic deformation. The suture construct was also returned and showed no abnormalities. The condition of the device indicates excessive force was placed on the fork during anchor insertion resulting in its breakage. Per the devices IFU under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿.

Event description:
It was reported that after the anchor was implanted the tip of the inner shaft of the inserter broke off. The broken piece was removed with forceps causing a 10 minute delay. No patient impact was reported.